Manufacturer narrative:
The end user is a wound care nurse at the facility. She indicated that approximately one year ago, she was opening the wheelchair. She stated that when it opened, it caught the side of her little finger, resulting in a laceration and a finger fracture. The laceration did not require stitches. The finger was splinted. She does not know why it was not reported at that time to medline. They continued to use the wheelchair. She had not been aware of any field rework or corrective action mailing. The (B) (4) confirmation was provided and they did locate the package. The corrective action reporting number is 1417592-3/19/08-0001-c. The seat back had subsequently been replaced and new warning labels have been applied. The wheelchair has not been returned for evaluation. The field rework was initiated in march 2008. As a result, no further corrective action is indicated.

Event description:
Last year, a staff member fractured a finger when she was opening the wheelchair. It was not reported until now.